Event description:
Additional information was received stating that the vns patient¿s lead was not dislodged but extruding from the patient¿s neck. The neurologist stated that the event was not unexpected as the patient was very skinny. The patient was doing well and had good seizure control. Diagnostic results showed normal device function.

Event description:
It was reported that the patient's vns wires appear to be dislodged. Further follow-up revealed that there was no patient manipulation or trauma occurred that is believe to have caused or contributed to the event. It was reported that after the implant, the lead became noticeable to the patient and was felt to be superficial.